Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional (purchaser) reported that, during an intraocular lens (iol) implant procedure, the lens got damaged in cartridge and haptic was bent. Additional information was received from the same reporter that, due to loading error the lens got damaged and the procedure was completed the same day. There was no patient harm associated with the event. The patient was not hospitalized. There was no medical or surgical intervention required as a result of this event.

Manufacturer narrative:
The product was not returned. The file indicated the use of a non-qualified cartridge. The company lens is only qualified for use in the cartridges. The file indicated the use of a non-qualified viscoelastic. The handpiece indicated is qualified for this lens when used with a qualified lens/cartridge combination. Information was provided that in the surgeon¿s opinion, the product did not cause or contribute to the event. In the surgeons opinion the event was caused by "loading error". The instructions for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified iol delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).